Event description:
Technician alleged that the brakes would not set at the head end of the bed. The casters would still roll no matter what brake pedal was pressed. No patient impact.

Manufacturer narrative:
Technician found the head end screws broken in the hex rod. Technician replaced the hex rod, screws and brake casters to resolve the issue.